Event description:
It was reported that while testing with bd rapid detection of sars-cov-2 veritor¿, three to four false negative results were obtained. Confirmatory pcr testing was performed and the results were positive. There was no indication that erroneous results were reported, and there was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: when they swabbed patients using the bd kits, the results were negative but when pcr was done on the same patient, the results were positive.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding the complaint that alleges a false negative result when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 1144222, but a positive pcr result. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. Photos were provided. The complaint was not confirmed via the photos. The root cause could not be identified. A trend analysis for false negative or discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Manufacturer narrative:
(B)(4). Date of event is unknown: the date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd rapid detection of sars-cov-2 veritor¿, three to four false negative results were obtained. Confirmatory pcr testing was performed and the results were positive. There was no indication that erroneous results were reported, and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: when they swabbed patients using the bd kits, the results were negative but when pcr was done on the same patient, the results were positive.